Event description:
An optometrist reported that a pt presented with corneal haze, two months following photorefractive keratectomy (prk) surgery. Topical steroid dosage was increased to treat the event. The pt had no complaints. In a follow up, a technician reported that the event was improving with treatment of steroid drops. The pt will return for further follow up in a few weeks. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).